Event description:
It was reported there was an alarm light emitting diode (led) failure and message "active alarm cannot be reset" as well as the ventilator displayed a yellow inop message. The ventilator did not shut down, however it emitted a continuous alarm. The ventilator was on a patient at the time of the issue. The patient was swapped to a different ventilator, without need for use of manual ventilation or other intervention and no additional patient harm was reported. The field service engineer (fse) determined the power switch overlay needed to be replaced. The fse replaced the power switch overlay and the issue was resolved.